Event description:
It was reported while applying rf during a pulmonary vein isolation case the physician noticed saline was leaking from the handle of the catheter. The physician replaced the catheter and continued the procedure without consequences to the patient.

Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address this issue. (B)(4).